Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate usb cable and adapter. Customer¿s blood glucose value was 71 mg/dl.